Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the inline impactor would not move due to a large broken piece of metal on the inside against the cup impactor. The end effector and offset inline impactor had to be completely switched out to complete the case. The case was completed successfully.

Manufacturer narrative:
Reported event: customer reported that the impaction handle and hip end effector were stuck together. Device evaluation and results: device evaluation was performed and the variable hip end effector event was confirmed. Device history review: review of the device history records indicate 6 devices were manufactured and inspected on 12-19-2012. All 6 were dispositioned according to npr (B)(4). This particular variable hip end effector was reworked. Complaint history review: a review of the (B)(6) complaint databases were reviewed from 2011 to present for similar reported events regarding locking mechanism failure of catalog: 206967, serial number: (B)(4), lot #: 19030212, RMA #: (B)(4). There has been two events referenced for the lot number. Prs # (B)(4) - were found to be from the same lot as the part in this complaint. The parts from prs # (B)(4) displayed the same failure conclusions: the exact cause of the event was: the variable hip end effector showed a failed locking mechanism. The ball retainer (part 202862) was damaged and a portion fractured from the end effector. The ball retainer is used to constrain four 202409 balls which in turn secure instrumentation within the hip end effector assembly. Corrective action/preventive action: as the event did not involve a manufacturing related product problem indicating a non-conformity, adverse trend, or unanticipated hazard, no corrective action is required at this time. Trend request #760 has been initiated to continue to monitor for events related to this device.

Event description:
The surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case the inline impactor would not move due to a large broken piece of metal on the inside against the cup impactor. The end effector and offset inline impactor had to be completely switched out to complete the case. The case was completed successfully.